Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Attempts to manipulate the filter into a complete opening with a guidewire, dilator and snare were unsuccessful. Uneventful retrieval of the filter with the snare followed. Upon removal of this filter it was noted the filter legs were encased in an unidentified substance, origin undetermined. Another filter was successfully placed and the patient's condition is good. This device is currently being evaluated by this MFR. Without an evaluation the co is unable to determine the cause for this event. Upon completion of the evaluation, a supplemental medwatch will be forwarded under the appropriate sequence number.